Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occured in the united arab emirates. It was reported that the patient's mother observed blood glucose (bg) level of 464 mg/dl after inserting infusion set in the abdomen. To address the elevated blood glucose, treatment was administered using the insulin pump. It was discovered that the problem stemmed from a bent cannula in the infusion set. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.